Manufacturer narrative:
The device was evaluated by the returns department which found that the cable is broken at the hand actuator assembly.

Event description:
The dealer stated the brake cable broke.

Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The dealer stated the brake cable broke.